Event description:
The customer reported that when connecting the z6ms probe, the device displays the error us acquisition hw_31 and the system requests the removal of the probe. The issue is thermal in nature and occurs every time the probe is connected. When connecting v5m tee probes, the error does not occur.

Manufacturer narrative:
No service activity yet.